Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's maude report from FDA, which states ¿ went to adjust the IV connector and it came off. Hub disconnected from the twisting area. Unable to identify a lot number to the product. All pieces accounted for. "